Manufacturer narrative:
Maquet cardiopulmonary requested the product back for investigation. However the product could not be received. The investigation has been performed based on the similar complaints ((B)(4)). The device was received at maquet cardiopulmonary's laboratory. Biological residuals were observed on the sample and therefore the device was submitted to a cleaning process using sodium hypochlorite as per local procedure lv 205 after the cleaning process, the device was submitted to visual inspection. No clots were detected neither the inlet side nor the outlet side. No defect was found. A further investigation is currently not possible for safety reasons. Corresponding measures have already been initiated. Once these measures have been implemented, the investigation can be resumed. The failure could not be confirmed.

Event description:
Complaint no: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
Whilst patient was on bypass it was noted the po2 was dropping. When the bmu40 showed a po2 of 3 on 100% o2, the perfusionist surmised that the oxygenator had failed. The oxygenator was changed out and replaced and the po2 started to rise again. Complaint no: (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary requested the product backfor investigation.the optical examination of the oxygenator revealed no identifiable deficiencies.the leak test according to lv 201 (blood side) showed no leakage detected.water circulation was provided with the help of a roller pump.no leakage was deteced in the test. Since the oxygen partial pressure (po2) in our laboratory can not be examined, the complaint could not be confirmed . The reported failure was identified as part of the current risk management file (dms# (B)(4). And the most possible root causes are associated to lack of information on pressure drop. Mitigation for this specific failure is in place mitigation-076 IFU warning. IFU warning: a pressure drop on the oxygenator can be a sign of reduced performance. This can lead to inadequate patient support. Monitor the pressure drop by measuring the pressure upstream and downstream of the oxygenator. Consider replacing the oxygenator if the pressure drop is significant. Check the gas exchange rate using blood gas analyses. Prepare to replace the oxygenator." In addition the device history records for complaint (B)(4). And lot 70123214 have been reviewed. There are no evidences indicating a non conformance or deviations of the product in question during the manufacturing and final release of this specific lot. A trend search was performed (component quadrox-I group, failure pressure related problems). 3 additional complaint were recorded which appears reported issues are the same within the last 12 months.2 of them are in not confirmed status. Recent sales numbers from 06/2018 to 06/2019: 18000 pieces. Calculated occurrence rate: 0,02%. Which is below 1% due to this information no systemic issue could be determined. The data available at this moment are not sufficient to confirm a product related problem. Based on this the failure could n ot be confirmed. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending.

Event description:
Complaint no (B)(4).